Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2y7xb implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. The patient reported a time when the setting was too high and the original manufacturer representative (rep) helped them set it at a different place and a different program and that worked fine for a long time. Additional information was received from the patient. It was reported that they were unsure of the cause of the settings being too high. They stated they sat down in their car and experienced a sharp pain where the battery was located. They had to get out of the care and walk it off, which seemed to help the pain. They started getting pain in their lower right pelvic area which they thought might have been the lead wire moving somehow and thought maybe the setting was too high for that location. The patient lowered the setting to 1.6 on program 6 (from 1.7) and while it stayed sore for a few days, it was now ok. They planned to bring this up to their healthcare provider(hcp), since the manufacturing agent they talked to on monday feb 10th couldn't assess it over the phone. [Refer to pe 707581689 for details about the patient's sudden pain after sitting down in their car.]